Event description:
A journal article was reviewed which contained information regarding this lead model. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The failure modes noted were: deaths (causes indicated failed appropriate shocks, refractory ventricular arrhythmia, pulseless electric activity after successful defibrillation, end-stage ventricular dysfunction, stroke and a non-cardiac cause; however, no direct death-lead relatedness was indicated), fracture, inappropriate shocks, extraction complications (¿superior vena cava perforation, innominate vein tear, bleeding and transient hypotension, and new-onset moderate tricuspid regurgitation after extraction¿). Further follow up did not yet yield any additional information. The status of the lead is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. The date of death used is purely an estimate, as there is no specific patient indicated and no actual lead-death relatedness indicated. Correspondence was conducted with the article contact person. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: multi-institutional study of implantable defibrillator lead performance in children and young adults results of the pediatric lead extractability and survival evaluation (please) study. Circulation. June 18 2013;127(24):2393-2402. (B)(4).